Event description:
The nurse went to put baby back to bed after mom holding for 1 hour. The nurse saw 4 drops of blood on the pillow, then saw blood oozing from umbilical artery catheter (uac) where it connects to the hub. The uac was then clamped and removed per protocol, with the catheter intact except for hole at hub.what was the original intended procedure?uac.device #1is this a laboratory device or laboratory test?no.